Event description:
It was reported that during surgery, the tip of the drill broke off and was left inside the patient. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: one microraptor drill used for treatment, was not returned for evaluation. Due to product unavailability, conclusions were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Per instructions for use: ¿for single use only. This product is warranted to be free from defects in material and workmanship. Do not reuse. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ instructions for use includes specific instructions, recommendations and precautionary statements for proper use of product. Factors that may affect device performance include: device storage/transit, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Getting entangled up with other instruments or devices. 2. Use of other than recommended smith and nephew drill. 3. The primary cutting edges of the drill are not sharp or have dings and burrs. 4. Stressed product from over torque or loss of axial alignment. 5. Inadvertent reuse of single use product. Review of instruction for use documentation confirmed instructions, precautionary statements and recommendations for proper use of product. Complaint history review indicated no similar allegations for the lot number reported. DHR/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. If objective evidence becomes available to assist with evaluation, the complaint will be revisited.